Event description:
From staff: during laser lithotripsy procedure, md inserted laser and tried to activate laser via foot pedal. Laser would not activate and started to make a noise that was described as a loud "clinking noise". Md immediately stopped trying to activate laser, removed laser wire from patient and tried trouble shooting all avenues of sources. Finally, the last trouble shooting was to unplug laser wire and replace with a new laser wire and test new wire. New wire was activated and worked. Old wire was deemed defective.